Event description:
The customer reported via phone call that her sensor and blood glucose reading difference was inaccurate. The customer's sensor glucose reading was 80 mg/dl but her blood glucose level was 400 mg/dl. The sensor's cannula was wavy. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.